Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an error while using the device updater to update the pump. Reportedly, the customer was unable to continue the update process and was unable to use the pump. During troubleshooting, tandem technical support advised for the customer to attempt to unplug the pump then reconnect it to the computer; however, the issue was not resolved. There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.